Event description:
It was reported the patient's symptoms did not change after the device was replaced. The patient was scheduled for a lead revision. Additional information has been requested, a follow-up report will be submitted if additional information becomes available. Please see MFR report# 3004209178200901273.